Event description:
It was reported that the surgeon inserted a competitor's lens using an msi-pm injector and an aq cartridge-fp and the trailing haptic tore. The incision was enlarged to remove the lens and another same type lens was implanted. Sutures were required to close the wound. The patient's current prognosis is excellent. The reporter stated the cause of the torn haptic was due to the cartridge.